Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error during priming. Blood glucose level at the time of the incident was 380 mg/dl. Blood glucose was 150 mg/d at the time of the call. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer also mentioned getting a no delivery alarm. During troubleshooting, customer stated that the alarm did not occur during manual prime and that it was resolved by a reservoir change. Customer was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The reservoir is not expected to return.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Unable to verify alarm in the alarm history due to history file overwritten with corrupted history file alarms. Corrupted history file alarms due to a corrupted history file. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.